Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this patient has a right total hip with summit stem and pinnacle cup. The stem has subsided, so the surgeon revised the femoral stem. The cup was well fixed and positioned, so the liner was exchanged. The femoral stem was also well fixed in it's low position. Doi: unknown; dor: (B)(6) 2018, right hip.